Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the pt reported they have two ins and they believe both are "gone". Pt was in the hospital on thursday and had their heart shocked twice; pt asked the doctor if shocking his heart would affect the stimulators and the doctor said it shouldn't. Patient had a cardio-version on august 19th and since then has not had therapy. Unknown if patient has patient programmer or if therapy was turned off prior to cardioversion. Pt said since then, the ins are not working; they can recharge one, but it doesn't "come online" after charged and wouldn't send out stuff. Pt said they told the doctor to call the manufacturer before shocking their heart, but they were told that it had been too long, they had used medication, but their heart wasn't converting over and was beating at 200 beats per minute. Reviewed cardioversion and defibrillation affects on the ins, and recommended pt follow up with healthcare provider (hcp) or manufacturing representative (rep) to check the ins in person. Pt became escalated and said that the rep told them to contact patient services and he thought the rep made them feel like they were being bothered. Pt went on to say that at their next appointment they would try to find another company who would be more helpful. Asked for the name of the rep that the pt spoke with and pt said they have been given three different representatives. Pt said one that they used to have is no longer with the company. Pt said last time their ins was replaced, the rep who put in, didn't seem to know what they were doing, didn't program or start it after the surgery, and they had to have another rep come in to program it. Pt requested contact from field reps. The issue was not resolved. Patient is being released (B)(6) 2021 from hospital and does have an appointment with managing hcp either thursday or friday that week. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.